Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Omsc checked the subject device and found that there was no abnormality on the exterior and the reported phenomenon could not be duplicated. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the temporary malfunction of the light source which was used combination with the subject device due to the aging deterioration of the electrical circuit of the light source because more than eight years had been passed since the light source had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image became dark that it couldn't be observed when the rigid scope was moved a little away from the observation target during an unspecified procedure. The procedure could be completed because the procedure was late stage. There was no report of patient injury associated with this event.